Event description:
It was reported that this pacemaker was undersensing atrial activity due to programmed settings, which caused blanking of atrial activity and the pacemaker did not mode switch. Technical services was consulted and provided reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.